Event description:
The user facility reported that on insertion of an impella 5.5 for mechanical circulatory support, the pump was directed towards the apex and was deep. The pump was pulled back to five centimeters from the aortic valve but was directed to the mitral. Attempts were made to reposition but were unsuccessful. The pump function was within normal limits so the decision was made to leave as is. The patient's outcome is stable. This report represents the impella 5.5. Separate report(s) will be submitted for associated devices with reportable events.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. No product was returned. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D6b: added explant date.